Event description:
Verbatim from email copied below and email attached to file. Cl sent: wednesday, december 13, 2023 3:40 pm sent: 12/9/2023 3:40 pm "I use and like these nano 2nd gen needles, but have a complaint. It's very hard to remove needles from pen as clear plastic cap keeps coming off needle. It helps to squeeze plastic cap when removing but with age it's hard to squeeze tight enough. Any suggestions. Do you have a similar needle where this problem doesn't exist?"

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.